Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was they patient needs to get an MRI but could not because they were having issues using their control equipment to turn stimulation off. They ran into an issue and think they might have ruined it. Today they see a message that says: contact the manufacturer to reset password with the code below. Mobility was conferenced and they assisted the patient to get back to their home screen and close any open apps. The patient was assisted to try and synch with their ins using their control equipment and during several of the attempts they felt stimulation in their vagina but the stimulation stopped, started and stopped again. When they first got their stimulator they felt stimulation. After numerous attempts encountering the message, device not responding and with the assistance of their spouse the patient was successful to connect and bring up their settings (program 2 at 5.9 stim was on). The patient asked how they know if it is working and tapped the up arrow or down arrow but each time they encountered: device is not responding. Repositioning the communicator did not resolve the issue. The handset was restarted and the communicator was powered down and back up and further repositioning also did not resolve the message: device is not responding. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included they had a stroke but did not think about this device at the time and they had head, carotid artery scan but they do not know if it was an x-ray or an MRI or what kind of test it was. The patient currently needs an MRI.

Manufacturer narrative:
Concomitant medical products: product ID: a520, serial#: unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.